Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in a shunt in a moderately tortuous and severely calcified vessel. A 5.00mm / 2.0cm / 90cm peripheral cutting balloon was advanced for dilatation. However, during the initial inflation at 10 atmospheres for 30 seconds, the balloon ruptured. The device was removed, and the procedure was completed with another of same device. No patient complications were reported, and the patient was in good condition after the procedure.